Event description:
A complaint was received regarding not being able to adjust the glucose alarm alert volume using librelink. As a result, the caregiver stated the glucose alert was "not loud enough," and as a result, the customer experience hypoglycemic symptoms and was provided sweets by the caregiver. No further information was provided as the caregiver declined to continue the troubleshooting process. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding not being able to adjust the glucose alarm alert volume using librelink. As a result, the caregiver stated the glucose alert was "not loud enough," and as a result, the customer experience hypoglycemic symptoms and was provided sweets by the caregiver. No further information was provided as the caregiver declined to continue the troubleshooting process. . There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Attempted to replicate the complaint using the ios version of the app (2.5.3.3088) and observed that the volume would follow the device volume settings when "override do not disturb" was disabled. Unable to identify an issue with the app. Therefore the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.